Event description:
There was an allegation of questionable elecsys troponin t assay results for 1 patient lithium heparin sample on a cobas e 801 analytical unit. The initial troponin result was 72.4 ng/l. Th sample was repeated the next day on another line and the repeat result was <5 ng/l.

Manufacturer narrative:
The reagent lot number is 688155. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
The qc recovery data provided was acceptable. It was found that the customer uses a shortened sample centrifugation time compensated with an increased centrifugation speed. The investigation did not identify a product problem. The root cause of the event could not be determined.